Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, manual injection/insulin pen, hospitalization: overnight stay, a blood glucose value of 580 mg/dl, the customer has high blood glucose and cannot access the pump. Troubleshooting was performed and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and the customer was not used the auto mode feature. No further patient complications were reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room, ems dispatched and was hospitalized for high bgs found on (B)(6) 2023 (per ss event date). However, as per the customer's note: customer returned pump for an alleged visit to emergency room, ems dispatched and was hospitalized for high bgs found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08780 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 09-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date 09-dec-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 28.625. Daily total of basal insulin delivered = 7.975. Daily total of bolus insulin delivered = 20.65. On (B)(6) 2023 19:09:52.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.6. Bolus amount delivered = 0.6. On (B)(6) 2023 19:23:26.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 10. Bolus amount delivered = 1.55. On (B)(6) 2023 19:23:26.000, normal bolus amount programmed = 10 u. However, the bolus is cancelled by the user and the bolus amount delivered = 1.55 u. On (B)(6) 2023 19:58:08.000. Normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 18.5. Bolus amount delivered = 18.5. In further full review of the pump history/traces on the customer's event date of 11-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date 11-dec-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 30.35. Daily total of basal insulin delivered = 26.35. Daily total of bolus insulin delivered = 4. On (B)(6) 2023 10:11:28.000. Normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 18.5. Bolus amount delivered = 0.8. On (B)(6) 2023 10:11:28.000, normal bolus amount programmed = 18.5 u. However, the bolus is cancelled by the user and the bolus amount delivered = 0.8. On (B)(6) 2023 10:17:25.000. Normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 18.5. Bolus amount delivered = 3. On (B)(6) 2023 10:17:25.000, normal bolus amount programmed = 18.5 u. However, the bolus is cancelled by the user and the bolus amount delivered = 3 u. 12/11/2023 15:19:13.000. Normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 0.2. Bolus amount delivered = 0.2. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date 09-dec-2023 and customer's event date 11-dec-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:18:59.000. On (B)(6) 2023 15:59:59.000. On (B)(6) 2023 16:02:14.000. Power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2023 16:00:48.000. On (B)(6) 2023 16:00:59.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:00:27.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Per r&d engineer and upon checking the detail trace file/long trace file, pump error 23 alarm/power loss alarm's behavior were expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.